Event description:
Customer called stating that her meter was reporting false results. An eval of the system was conducted over the phone, which determined that the meter was reporting results in mmol/l instead of mg/dl. The customer was instructed on how to reset the units into mg/dl. Customer also using expired strips. Customer was sent control solution and new strips.